Event description:
A pt service rep (psr) contacted zoll customer support before fitting a (B)(6) male pt to report a white screen on the monitor. The monitor subsequently would not power on and emitted a buzzing sound. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (white screen/will not power on/buzzing noise) has been confirmed. As received, the monitor would not power on. During servicing, there was a segmentation fault while performing the flash memory test. The cause of the constant resets is the flash memory failure. The cause of the flash memory failure has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event results from the defective memory. The pt received a replacement monitor.